Manufacturer narrative:
The event does not meet the definition of a serious incident/reportable event/ not a valid complaint.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service technician (fst) during preventive maintenance (pm) that, the cs300 intra-aortic balloon pump (iabp) safety disk deteriorated. There was no patient involvement reported.